Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Nodules, inflammation, and delayed hypersensitivity are known potential adverse events addressed in the product labeling. Clarification: "diverticulitis" is not considered device related; however, it is a serious and unexpected adverse drug experience.

Event description:
Healthcare professional report that a patient was injected with juvéderm¿ volift¿ with lidocaine in the nlf and pre jowl areas. Onset diverticulitis noted the following month and antibiotics x2 weeks were provided. Patient developed nodules, delayed hypersensitivity and inflammation approximately 2 weeks later. Hyaluronidase applied 2 weeks after that. No lab work or diagnostics testings performed. Patient has been experiencing migratory nodules since. Hyaluronidase again provided 3 weeks later. Marked nodules in nasolabial and marionette areas and mild inflammation. No evidence of infection. No other information provided.